Event description:
Pt with a total knee implant reported pain. Pt stated that surgeon assessment was tibial implant loosening with potential low grade infection.

Manufacturer narrative:
Pt with a total knee implant reported pain. Pt stated that surgeon assessment was tibial implant loosening with potential low grade infection. Review of the device history record indicates that the device was manufactured to specification.